Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested the affected devices have not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that a insulin infusion finished faster than expected. Pharmacy mixed the bag containing 300 units of insulin in 100 ml 0.9% nacl. The primary rn programmed the device as a primary infusion to run at 5.4 ml/hr for a duration of 18 hours, 42 minutes, however, the bag was found empty 1:10 minutes after the start of the infusion at 5:10 pm. The customer requests evaluation of the set, the device, and a log review. There was a report of patient harm or medical intervention. Although requested, no further patient or event info was provided.